Event description:
It was reported this balloon was used successfully during an arteriovenous fistula graft dilatation procedure. During withdrawal of the balloon catheter, the catheter shaft broke and detached in the pt. Retrieval of the detached segment, utilizing a snare via a contralateral approach, was uneventful. No further details regarding the circumstances surrounding this event are available. No pt sequelae resulted from this event. This device has not been received for eval. Therefore, no failure analysis is available. Without evaluating the device and without further details, co is unable to determine the cause for this event. Directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."